Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of bleedback within powerloc infusion set is inconclusive since the original sample was not returned. Two sealed 20 ga x 0.75 in powerloc max infusion sets were returned for investigation. The product label showed lot: asdss0075. Microscopic observation of the luer caps revealed no apparent damage to the connectors. The samples were flushed and pressurized using a 12 ml syringe. The clamps were engaged and disengaged to test functionality and no leaks were observed. An iso compliant luer taper gauge was used on each connector and were found to be within specification. No apparent issues were observed with the sealed lot samples. Since the sample which experienced the alleged issue was not returned, the complaint is inconclusive. A lot history review (lhr) of asdss0075 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient has a powerloc max safety infusion set with y-site in a powerport. It was stated that blood backed up into the powerloc max safety infusion set with clave connectors on and both clamps closed. Ms&s informed if the needless connectors were tight and clamps closed on the powerloc max safety it would be a closed system. On (B)(6) 2019 additional information received from tm, "a nurse advised me that she had clipped both clips on the y-site and attached a clave a on both ends. As she was trying to get blood return she noticed that it appeared in the proximal tube as well. While trouble shooting she also mentioned that there was air in line as well."